Event description:
Boston scientific crm received info that five mos post implant, this right ventricular lead was successfully repositioned during a revision procedure. It was reported that post-implant thresholds and sensing had deteriorated, while the impedance measurements remained stable. To date, no adverse pt effects were reported.